Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was failed to open. A field service engineer (fse) identified that the cubie drawer 6 was not sensing as closed due to a defective latch. The faulty latch was replaced, and the drawer was tested successfully. The medication station was confirmed to be fully operational, with the customer verifying functionality. The hardware test application (hta) diagnostics passed, and the customer was able to recover and access the station multiple times without issue. Additionally, all bus cable connections were inspected and secured. The system functioned as intended after the field service engineer repaired the device.